Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 04/11/2017 with the following findings: the complaint could not be confirmed or duplicated on investigation. There was no moisture observed in the battery compartment or under the display lens, or anywhere inside the pump. The keypad cover was undamaged and the keypad buttons responded normally to button presses. There were no defects found to the keypad flex connector. Unrelated to the original complaint, investigation revealed that the battery compartment was cracked and there was a battery compartment leak.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. This report is made under the requirements of the medical device reporting regulations and does not constitute an admission on the part of animas of any deficiency in the performance of the device.

Event description:
On (B)(6) 2017, the reporter contacted animas alleging a button/keypad (tactile changes w/moisture) issue. It was reported that all of the buttons on the keypad were under responsive to user presses and there was moisture in the battery compartment. There is no indication that the product issue caused or contributed to an adverse event. This complaint is being reported because the issue has the ability to result in inadvertent or incorrect insulin delivery or the inability to use the pump.